Event description:
Cde/pod trainer calling in to report that this patient recently began on the system and sometime over the last two weeks was admitted to hospital for dka and a b/g level of 800+ mg/dl. She stated that she thought the needle may not have fired and inserted the cannula for the pod in question. She also stated that the user seems not to be responsible enough for an insulin pump and is concerned that she is not testing or making adjustments properly. The caller had not pod info nor did she have the pdm available.

Manufacturer narrative:
The device involved has not been returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency. In addition, product user guide states that the device should only be used by those able to be responsible for their own diabetes care.